Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿ on lips. Right after injection, hcp could feel the product not integrating and forming small ¿ball-like¿ lumps on the lips. After 5 days, lumps remain on the lips even after patient try to massage the lips to dissolve the lumps. Lumps can be seen, which are permanent after improvement of the inflammation. Hcp treated with hyaluronidase. Symptoms ongoing.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.